Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard interlok femoral component, catalog #: 183128, lot #: 555230, biomet cruciate tray, catalog #: 141232, lot #: j2989364, vanguard tibial bearing, catalog #: 183620, lot #: 799490, arcom series-a patella, catalog #: 184702, lot #: 228190, cobalt bone cement, catalog #: 402283, lot #: 991130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00033, 0001825034-2017-07180, 0001825034-2017-07186,, 0001825034-2018-04239 0001825034-2018-04240, 0001825034-2018-04241. Product location unknown.

Event description:
It was reported the patient underwent an arthroscopy procedure due to pain and impingement approximately thirty (30) months post-implantation of a total knee arthroplasty. The patient reportedly also has a metal allergy and may need a revision procedure. It was reported that patient underwent a left knee revision approximately 3 years post implantation due to allergic reaction.

Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. Photograph was provided for the ex planted femoral component. The femoral component shows bone ingrowth. Surgical notes, office visit notes and reports were provided for review. Device history record was reviewed and no discrepancies were found.the primary surgery operative notes state that patient underwent left knee arthroplasty for degenerative joint disease. The knee was in full range of motion and with balanced ligaments. Revision surgery operative notes state that patient underwent revision surgery due to nickel allergy.the x-ray review report states the knee is in excellent position and alignment of prosthesis is with slight knot but no fracture. Office visit notes state that patient had severe pain. The report from allergy clinic states that patient was tested positive for allergy to thimerosal, gentamicin and a weak reaction to cobalt, copper, and glutaraldehyde. Patient was tested negative for nickel allergy. Office visit notes state that patient¿s pain was significantly better after the arthroscopy and the patient had good range of motion. Patient underwent arthroscopy were it was seen that soft tissue was wedged and had grown beneath the polyethylene in the tibial base plate.there was a small crack noted on the poly patella. Root cause of the allergic reaction can be attributed towards patient condition. In the operative notes it stated that there was impingement & a crack in the patella, however root cause cannot be determined for these. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.